Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. Customer's blood glucose (bg) level was 44 mg/dl. Reportedly, the emts were called to assist with the low bg. The emt's checked customers vital, and waited for 3-5 minutes to monitor patient's state. Customer was not hospitalized. Customer consumed carbohydrates to address bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.